Manufacturer narrative:
Update to b5 and b7. Correction to h6; type of investigation and investigation conclusion. This verbiage was inadvertently left out of the previous submission. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, the patient presented with severe symptomatic mitral stenosis. The patient underwent sesame lvot electrified myectomy, iabp, lampoon laceration of the anterior leaflet of the mitral valve to minimize the risk of lvot obstruction, tmvr in severe native mitral stenosis and mac, closure of asd with 20mm gore device. These medical records did not provide details or mention the reason for the valve-in-valve (viv) in the mitral position.

Event description:
Per the field clinical specialist (fcs), during a transcatheter mitral valve replacement (tmvr) implanted in the native annulus using a 29mm sapien 3 ultra resilia valve via transseptal approach, the valve migrated towards the left ventricle (lv). The patient underwent a valve-in-valve with a second thv (29mm +4). Securing the original valve in the mitral position with a good result.

Manufacturer narrative:
The device was used in off-label implantation in the native annulus. As there are no specific IFU or training materials related to this type of procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknow patient or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.